Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse verified the correct cable connections on the blue fiber and power and connected the full dv5 system independently of integrated wall connections. The system initialized successfully with all components connected. A hard power cycle was performed, and successful initialization was verified. The fse performed electrical and mechanical adjustments to correct the reported problem. The system was tested and verified as ready for use. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that console 1 was not connecting to the rest of the system, so the procedure continued using console 2. The system setup and the blue fiber cable connections were confirmed to be as previously established, with one end connected to the integrated wall plate and the other to the tower. Troubleshooting began with a recommendation to perform a full system restart and to double check the blue fiber cable connections when possible. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The root cause cannot be determined based on the information available, the most probable root cause is either due to a set up issue or an issue with the integrated wall plate. The fse confirmed the system was working as expected.

Event description:
Refer to h11 for follow-up information.